Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user alleges that one of the rear wheels on the chair is missing the tire and when the caregiver assists the end user in the wheelchair the wheelchair will tip over with the end user in the wheelchair.